Event description:
The device would not work correctly with the pinpoint endoscopic fluorescence imaging machine. Sales rep was involved with corrective action. Staff recommends training for trouble shooting these types of situations.